Event description:
The customer tested his wife's blood glucose using his breeze2 meter and received a reading of 238 mg/dl. Her glucose was retested using another meter and that reading was 95 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged the test strips were returned for eval. Replacement test stirps and a new meter were sent to the customer.